Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was discharged to home and expired in their sleep that evening. There were no reported procedural complications or device issues. The cause of the death is unknown. Despite efforts, no further information could be obtained.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was discharged to home and expired in their sleep that evening. There were no reported procedural complications or device issues. The cause of the death is unknown.